Manufacturer narrative:
The manufacturing site reported the date of manufacture is april 2006. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturer date is unknown. (B)(4). The laser machine was examined and tested by an abbott field service specialist (fss). The fss verified the centration, sidecut retraced and cut and measured multiple gels. An abbott clinical developmental manager also visited the site and provided surgery support. All cases were completed successfully. From the fss performed a preventative maintenance. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a decentered flap creation and incomplete flap on the operative eyes resulting in the aborting the procedure. A description from the surgery center indicated the right eye was incomplete therefore, was unable to lift and locate the side cut. The surgery center indicated the left eye had a decentered flap and it was noticed during the treatment that the delivery was not properly in the yellow alignment. The surgeon commented that the treatment seemed normal in the right eye but did not treat where expected in the left eye. The procedure was aborted and the procedure was converted to a photorefractive keratectomy (prk) at a separate visit. The patient outcome is reported as well.